Event description:
It was reported that the pump failed the preventive maintenance (pm) due to the downstream occlusion (dso) seal was unattached and peeling off in the bottom right corner of the seal. The event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached and peeling off. Service history identified the complaint was not related to a previous service of the device within the review period. The dso seal was replaced to address this issue. The device then passed all testing.